Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during proximal femoral nail antirotation (pfna) surgery performed on (B)(6) 2018, the plastic part of the blade`s insertion handle broke. Spare device was used to complete the procedure. Surgery was completed successfully with no patient harm and no surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 03.010.410. Synthes lot number: l413391. Release to warehouse date: 19.may.2017. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation selection. Investigation site: (B)(4). Selected flow: 3. Cracked. Section flow 3 was selected instead of section flow 5 as the blue handle is cracked and not broken. Visual inspection: the instrument shows strongly damages, wear marks and hammer blows on the surface of the whole instrument. The blue handle is cracked without fragmentation. The handle shows strongly damages at the area were the handle is cracked. Dimensional inspection: due to the damages the relevant dimension could not be measured. However, the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Drawing/specification review: document number the drawing was reviewed and has corresponded to the specifications at time of manufacturing. Summary: it was reported that the plastic part of the insertion handle was broken. The inspection has shown that the blue handle is cracked without fragments but not broken. This lot of 25 pieces was manufactured in may 2017 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The strongly visual damages on the whole instrument especially at the area where the blue handle is cracked led us suppose that the cause of the damages are the result of a mechanical overload situation during use. Considering that the instrument is just one year old it is in very used condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.